Event description:
It was reported that during a roux en y gastric bypass procedure, the staple was not made properly so the mucosa was not closed. Only one fourth of the staple was made on duodenum. The fired cartridge looked like all staples had come out, and a b shaped staple was on the fired cartridge. The device cut okay. Subsequently, the surgeon indicated the device fired okay, but when he pushed the anvil release button back, he could not hear any open sound. The procedure was completed with sutures which extended the operating time two hours.

Manufacturer narrative:
Date sent: 04/02/2009. Information anticipated, but unavailable at this time.